Event description:
The customer reported that the 840 ventilator was posting error safety valve open. There was no patient involvement. The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).